Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the insyte 20ga x 1.16in experienced catheter damage/deformation. The following information was provided by the initial reporter: when the skin is punctured, the catheter tip is immediately damaged.